Event description:
The patient later reported, the following via patent representative of lump in right axilla via ultrasound, pain in breasts. Feeling the sensation of crinkling, feel the left implant, bilateral nipple pain and altered sensation, chest pain radiating to the neck an shoulders. The patient was diagnosed with baker grade iii, capsular contractures. Breast disfigurement, double-bubble deformity. And grade 4, breast ptosis-non complaint against the device. This complaint captures the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture and lymphadenopathy are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.  Reason for reoperation: capsular contracture, baker grade iii. And lymphadenopathy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture.

Event description:
Patient reported "multiple appointments with different doctors who have all said that the issues and symptoms are due to the implants and they suggest that the implants be removed", "if implants are known for this kind of reaction and are associated with cancer recall." Patient also reported "encapsulation", "diagnosed breast implant illness" (ndr), "nerve supply issues", "disfiguration", "heart palpitations (has undergone further testing with a heart monitor and has been linked back to the implants)", "redness", "swelling", "double bubble syndrome", and "capsule contracture." The device remains implanted. This complaint captures the right side.